Event description:
It was reported the pt's (B)(6) ipg is not communicating with the clinician or pt programmer and charger. Additionally, it is unk if the ipg and charger. Additionally, it is unk if the ipg could communicate with the programmers or charger prior to implant. In turn, surgical intervention was undertaken to explant and replace the ipg.

Manufacturer narrative:
This device is not approved for sale in the us. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.